Event description:
A physician reported a pt who was double skin tested on 26 january 1996 and 16 february 1996 in the forearm with negative results. The pt received her first treatmenton 16 april 1996 in the vertical lines above the upper lip, glabella, nasolabial folds and chin. The pt noted all treatment sites were immediately swollen, which was attributed to the injection procedure. The swelling resolved in a few days (exact date unknown). After the swelling resolved, the pt developed little bumps at the vertical lines above the upper lip which appeared in the morning and were gone by the evening. The pt also developed a rash over her entire face (exact date of onset unknown); the physician did not believe the rash was related to the collagen and no diagnosis was given for the rash. On 17 january 1997, symptoms persisted at the test and treatment sites. On 4 may 1998, the pt was seen with an inflamed lesion (abscess) at the skin test site on the left inner arm. An incision and drainage was performed under local anesthesia with a small amount of pus expressed. On 4 may 1998 the facial treatment site symptoms and rash over the entire face had resolved (exact date of resolution not known, but resolved between 17 july 1997 and 4 may 1998).